Event description:
It was reported that the device experienced eri (elective replacement indicators) 9 months after implant. The device also had a previous polarity switch. During the current follow-up visit, the device was unable to be reset or interrogated. It was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: preliminary analysis revealed that the device was returned in eri (elective replacement indicator) parameters. The device passed functional testing. Further analysis of the battery found that a cell developed higher then normal impedance. However, the root cause could not be determined.